Event description:
It was reported that subsequent to a coronary stenting procedure, the patient had an allergic reaction. An ion coronary stent was implanted in (B)(6) 2012. Two weeks later, the patient had an allergic reaction as manifested by body rashes. The patient was treated with medication. No further patient complications were reported. Additional information was requested however, is not available.

Manufacturer narrative:
Device is a combination product if implanted, give date: (B)(6) 2012. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).